Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation, so they turned it up. The caller stated they wanted to try to change the program and would like help. Syncing with the programmer showed stimulation was on at 7.5v on program 1. The caller increased to 8.5v and asked to try to see what switching to the other program would feel like for the patient. The caller switched to program 2 at 8.5v and the patient felt nothing, switched to program 3 at 8.5v and they felt nothing. The caller then switched to program 4 at 8.2v and the patient felt stimulation in the implant pocket area. The caller went back to program 1 at 8.1v where the patient felt stimulation in the groin. It was noted that troubleshooting resolved the reported issue. The caller was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the stimulation being felt in the pocket on program 4, and not feeling stimulation on programs 2 or 3 was unknown. It was noted that they would need to reprogram to resolve the issue. No further patient complications are anticipated or expected as a result of this event.